Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported difficulties were confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, when backloading the proglide device on the guide wire, the needle plunger of the proglide device "popped out and was loose". A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.